Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced low blood glucose level. Customer¿s blood glucose level was 43 mg/dl at the time of call. Customer was treated with milk. Customer stated that the sensor had blood at site. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.